Manufacturer narrative:
Eval summary: the analysis results found that both device a and b were returned in good visual condition and with no reloads loaded on the devices. The devices were tested for functionality with test reloads and each achieved its complete 3-stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event descriptions could not be confirmed as no reloads were returned for analysis. Batch record reviews were performed and no anomalies related to the event descriptions were found during the mfg process. Device b additional info: batch # e5ng28 expiration date: 4/2013, mfg date: 5/08.

Event description:
It was reported that during a gastric bypass procedure, the surgeon was ready to use the device. He closed the machine on the stomach and started to make the stapling. After doing the first step of stapling the machine locked and he couldn't go on with the two others steps of stapling. He thought it was a defective reload and he changed it. The same problem occurred. Then, he changed to a new device and he had the same problem. The gastric sonde was removed before using the device.